Event description:
Facility reported the luer lok adaptor and cannula have detached from the syringe on several occasions. There has been patient injury reported. The patient experienced a posterior capsule rupture and a vitrectomy was performed.